Event description:
Complainant alleged that while treating a patient, the device began charging energy and delivered an unintentional delivery of energy to the physician via internal handles. Complainant indicated that the device had not yet charged to 5 joules and the physician did not require medical attention. Complainant indicated that the physician continued to treat the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.